Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered. The company representative stated impedances had been within normal ranges. The lead remains in use. No patient complications have been reported as a result of this event.